Event description:
During the procedure, after inserting the introducer into the patient's heart, the sheath experienced unusual resistance. The sheath was removed from the patient and a hole was noted at the tip of the sheath. A transseptal needle had been inserted into the introducer at one point when the introducer was in the patient, however, it could not be determined what punctured the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.